Event description:
Neopuff infant resuscitator out-of-box failure. No pt involvement - out of box failure discovered during user facility performance check. "When the hosp did the first test before the neopuff device left for the ward, they couldn't adjust the pressure with the inspiratory pressure control".

Manufacturer narrative:
The manometer gauge for the neopuff infant resuscitator indicates to the clinician the pressure being delivered to the pt during resucitation. The user facility detected a problem with the pressure reading as part of the commissioning tests for the device. They sent the neopuff back to the distributor (intramedics) technical dept who confirmed the error. Intramedic technical dept then replaced the valves. We have asked our co rep to ask intramedic to return the faulty components to us for our investigation.